Manufacturer narrative:
Terumo has not received the actual device for investigation; therefore, terumo is still investigating this issue, and a follow-up report will be submitted when the investigation is completed and more information becomes available. (B)(4)

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator gas exchange seemed unstable. The product was changed out. There was no patient injury. The surgery was completed successfully.